Event description:
Report rec'd from (B)(6) stating that there is a damaged component - drive shaft bent. It is unknown if the device was being used during surgery and the date of the reported event. It is unknown if injury or medical intervention occurred. There was no add'l info provided.

Manufacturer narrative:
The device was received by depuy synthes. The device is currently undergoing evaluation. Once the evaluation has been completed or if additional information is received, a supplemental MDR will be sent. Ref: (B)(4).